Event description:
It was reported that a patient had a circumferential red rash under the white tape collar of his appliance for about two weeks time. The patient reportedly changes his skin barrier every 7-9 days and cleanses his peristomal skin with soap followed by alcohol. The patient had been using a different urostomy pouch since seeing a wound care nurse and was instructed to change the skin barrier every 1-2 days. The patient was advised in the following area: recommended to the patient to use a powder to the red rash type area. Crusting, and using adhesive remover and skin protective barrier wipes instead of alcohol. Patient was also instructed to contact the company if there were questions on care or advice needed. The patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.